Manufacturer narrative:
(B)(4). Date sent: 11/24/2023. D4: batch # 455c93. Additional information received: it is unknown if the tissue compression scale backlight was illuminated or not. There was no unusual feeling in tightening the adjusting knob. There was no change in the procedure due to the event. Another device was used for the anastomosis. The patient was discharged from the hospital without any prolongation of hospital stay. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with weld separations at rotation knob and battery pack and no anvil present. The washer was not received and there were staples present. No battery was received. When the test battery was installed the green checkmark does not illuminated, indicating that the device was not fired. A new washer was placed on a test anvil. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device and the safety worked as expected. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. The event described could not be confirmed as the device performed without any difficulties. No conclusion could be reached on what caused the weld seem separated noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number 455c93, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/25/2023. Additional information received: the anvil was combined with the device. The knob was then tightened, but the orange indicator did not work and the safety could not be released, so the device was replaced and the anastomosis was completed with the anvil left in place.

Event description:
It was reported that during a robot assisted anterior resection, the battery was inserted, the device was attached with the anvil, and the red safety was released, but the device could not be fired when the trigger was grasped. Anvil in the question was placed as it was, and another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/6/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.